Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called and she was hospitalized. The blood glucose reading was 6 mg/dl at the time the paramedics arrived. Customer stated that she was restless and very cold and her husband called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.